Event description:
It was reported by the rep that the one er420 was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon attempted to clip the cystic duct and cystic artery. The applier would not advance clips at every firing. The clips that did advance did not tightly close and pulled off ducts when released. The case was completed with a new applier. There was no pt consequence.